Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. The reporting nurse stated that no other information was available regarding the patient's wife, due to the fact that the wife is not a fresenius patient.

Event description:
A nurse reported that a patient's wife was admitted to a hospital on (B)(6) 2014, after she had become "tangled" in the cassette tubing, fell, and broke her foot and arm. As of (B)(6) 2014, it is unknown if the patient's wife continues to experience signs and symptoms of a broken arm and foot. The sample was discarded and is not available for return. The lot numbers are unknown.